Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient has been getting irritation and serious blistering under and around the adhesives on the pods for about 6 weeks now. They went to the doctor and was diagnosed with a level 3 allergic reaction to bronopol, (long name: 2-bromo-2-nipropropane-1,3-diol.) The patient is using a cream they already have that is called clobetasol propianate. They will try a steroid cream after the clobetasol is exhausted, if necessary.